Event description:
It was reported that during a da vinci-assisted omentectomy surgical procedure, the surgeon experienced an issue where the patient side manipulator (psm) arms moved in the opposite direction of the surgeon's input. This issue did not occur consistently but appeared randomly. The procedure was completing as planned. The surgeon also experienced inverted/backward movement with single-port (sp) fenestrated bipolar forceps (fbf) instrument. The issue always started at the beginning of the procedure, and it was not due to a camera issue. The customer replaced the instrument to resolve the issue. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: there were no injuries reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single-port (sp) fenestrated bipolar forceps (fbf) involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken roll input disk inside the housing. Other backend components adjacent to the broken inputs showed damage which may indicate potential improper reprocessing. Additional finding was an imprecise motion in the roll direction of the instrument. When the instrument was installed on an in-house system and driven, the grip tips moved in the direction commanded; however, an imprecise motion was observed in the roll direction. The instrument was also found to have corrosion on the bearings. The joggle left/right, yaw, pitch, and joggle up/down input disk bearings had oxidation, characterized by orange discoloration. Corrosion developed along the outer ring on the bearings. The probable root cause is attributable to use and incorrect reprocessing conditions. The probable root cause of the reported event based on results from failure analysis is attributable to use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can cause cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can grow into larger cracks and may cause the input disk to break and detach from the instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.